Manufacturer narrative:
The dentist was only concerned as to getting the abutment out of the explanted implant and getting a replacement implant for use. Not returned to manufacturer.

Event description:
When the implant was uncovered, it was loose; replaced immediately.